Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse removed and cleaned the cup pickup assembly resent sensor. The fse replaced wash probe #1 and checked the overflow sensor adjustment. All tests ran by the fse were good without any errors. The customer performed a b12 claibration run and results were within range. Instrument is functioning as intended and released. The most probable cause for this event is the wash probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported wu flag error on their aia-900. The error is occurring sporadically on the instrument. The customer cleaned the wash probes and still the error occurred. Also, the customer indicated they are receiving cup transfer error. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2 and fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results